Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed the damage to the spectre wire. The core wire was broken and about 1.5 cm were missing. The coil was unraveled and broken. The spectre IFU warns; "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel injury."

Event description:
During routine pci of coronary artery dr k used spectre wire as a buddy wire to deliver stent. Dr. Trapped/jailed spectre wire with stent and spectre wire knuckled, and got stuck on distal struts of stent and was broken when he attempted to remove spectre gw. Tip of spectre was left behind in vessel, and a second stent was deployed to cover wire. No patient impact was reported.